Event description:
Additional information received from the healthcare provider via a clinical study representative indicated that the patient reported a large increase in pain, nausea, shakiness. On (B)(6) 2024 the pump reservoir reported 6.7mls expected, volume removed was 11.5mls. The patient was provided with small amount of oxycodone for the pain. It was noted that on (B)(6) 2025 the pump volume was exactly as expected and the patient seemed to be better. They planned to wean the patient of oxycodone.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, product type: catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2020, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the cause of the volume discrepancy was not reported. It was noted the physician was able to easily aspirate the catheter. The physician would have the patient return to the clinic in one month for a refill, which is earlier than required, to determine if the volumes were accurate. The volume discrepancy did not resolve.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that during a refill a discrepancy was found. The expected volume was 6ml and the actual volume was 12ml. A catheter dye study was scheduled for (B)(6) 2024. It was unknown if there were any external/environmental/patient factors that may have caused or contributed to the event. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 17-aug-2018, UDI#: (B)(4) product ID: 8784, serial/lot #: (B)(6) ubd: 08-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.